Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 368 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient stated experiencing communication issues between their sensor and pod. The patient stated losing consciousness for 14-16 hours and was transported to the hospital. At the hospital, the patient was diagnosed with dka and was treated with insulin shots and insulin drips. The patient was discharged on 16may2025.